Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed upstream occlusion. They swapped out with a different pump and the error went away. They were unsure if it was the original pump or the patient's port causing the alarm. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 4 ml/hour had been programmed, and a total reservoir volume of 184 with the remaining 183.2 ml. The air detector and upstream sensor had been turned off. The length of infusion had been set to 46 hours, and the lock level was not changed.